Event description:
It was reported that during an unknown procedure, device tore. Used a second like device, and it tore. Used a device of a different product code to complete the procedure. There was no patient consequence.